Event description:
The patient's lead was replaced during a prophylactic replacement surgery. The lead was subsequently received for product analysis. Product analysis confirmed a break in the negative coil. Scanning electron microscopy images of the negative coil break suggest a stress-induced fracture occurred on at least one strand of the quadfilar coil. However, due to mechanical distortion (smoothed surfaces) the fracture mechanism of other strands cannot be ascertained. No additional or relevant information has been received to date.